Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign object could not be identified. It is likely that the foreign object possibly remained because the reprocessing deviated from the instruction manual. However, a definitive root cause could not be determined. The following information was provided for reprocessing: it was confirmed that the reprocessing was performed before the actual product was returned to olympus. And that the facility did not possibly perform pre-cleaning at the right time. It was confirmed that the start of pre-cleaning was sometimes delayed. In addition, the information confirmed that soaking the endoscope in the detergent solution ¿may be performed¿. It is unknown whether the accessories used in the reprocessing had any abnormalities. Per the instruction manual, the processing procedures are described in the following chapters. Chapter 6 "compatible reprocessing methods and chemical agents." Chapter 7 "cleaning, disinfection, and sterilization procedure." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited foreign material in the acoustic lens and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: objective lens, control unit, scope cover, universal cord, grip, and switch 4 had a scratch; there were spots in the image; light guide cover glass had stain; image guide bundle had significant breakages and a stain; wrinkles of the insertion section; and the connecting tube had a wrinkle. Due to clogging of balloon water tube, balloon channel cleaning brush cannot be inserted smoothly. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage on ultrasonic cable, the number of missing element exceeds the standard value. Due to damage on ultrasonic probe, the displayed ultrasound image is defective with missing elements. Due to damage on balloon water tube, the balloon cannot be inflated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.